Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient who was lost to follow up came into the clinic for a device check today. The device could not be interrogated, and there was no signal from the lead. The doctor observed a lead fracture. The lead had a 90 degree bend and the insulation and conductor was fractured. The physician capped and replaced the chronic lead. The patient was asymptomatic. The new implant was successful.